Manufacturer narrative:
On 3/13/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The patient¿s initials are (B)(6). The initial reporter was (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon review, mentor has determined that there is no evidence that this device was used in a breast tissue expansion procedure as initially reported. There is currently no information regarding the type of procedure. Manufacturer¿s reference number: (B)(4), specified in h10 that the device is not confirmed to have been used in a breast tissue expansion application as initially reported.

Manufacturer narrative:
On 07/28/2021, after secondary review of this file performed on 7/28/2021, it was decided to add code health effect - clinical code no information available, to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4). On 07/28/2021, after secondary review of this file performed on 7/28/2021, it was decided to add code health effect - clinical code no information available, to more accurately capture the reported event.

Manufacturer narrative:
On (B)(6) 2020, during visual inspection of the device, a tear was observed at the union between shell and patch, causing a deflation. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of tissue expanders include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a mentor tissue expander 400cc and experienced deflation on the left tissue expander. As a result, the patient had undergone removal on (B)(6)2020.